Manufacturer narrative:
H6: medical device problem code 2017 clarifier: incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% re-stenosed stent in the mid right coronary artery (rca) with mild calcification and mild tortuosity. The 5.0x12mm nc trek balloon dilatation catheter (bdc) was used for pre-dilatation, however, the balloon ruptured at 12 atmospheres at the first inflation. The bdc was attempted to removed; however, resistance was met with the guide wire; therefore, the bdc was removed with the guide wire as a single unit. It was further reported that the nc trek bdc had not been prepped (air aspiration) outside the anatomy prior to use. An non-abbott balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed. The reported difficulty removing the device from the guide wire could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was not prepped outside of the patient anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use, specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.